Event description:
The customer reported that when the unit was put into use on a pt, the unit emitted a "pop" noise and would no longer charge. Another unit was used on the pt. No pt injury was reported.